Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
Customer was hospitalized due to high blood glucose levels. Customer stated the cannula was bent when it was removed. Troubleshooting was performed and the pump passed all required tests.